Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump requested a cartridge change after the load process was completed. During troubleshooting with tandem technical support (cts), it was indicated that the customer forgot to exit the load process. Cts assisted the customer with the loading process and resuming insulin delivery. The customer did not know if their blood glucose level was affected.